Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters where the left and right electrodes are located. Patient reported that the blisters did pop. There was no alleged device malfunction contributing to the irritation. Patient was provided bandages from a physician assistant. Follow up indicated that there was slight improvement.